Manufacturer narrative:
(B)(4).

Event description:
It was reported "doctor was attempting a lf subclavian insertion. During the procedure doctor notice introducer needle hub was cracked not allowing proper connection of syringe to needle. New kit was used to complete procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".